Event description:
It was reported that a patient underwent a pelvic floor repair procedure on 07/23/2008. During the procedure, the surgeon customized the mesh by cutting it into two for use in anterior and posterior vaginal wall repairs. It was possible that the needle for the first insertion punctured the vesica when the surgeon inserted the anterior vaginal mesh. Around the mesh insertion area, at the anterior vaginal wall, at infection was caused and the exudates accumulated. The patient had symptoms of cystitis, and right hydronephrosis was found by CT in 2009. The kidney become hypertrophied, the patient stayed in another hospital, and a nephrostomy was placed in the patient about two weeks later. After the kidney function recovery occurs, a re-operation to remove the anterior vaginal product will be needed. The patient has already left the hospital.

Manufacturer narrative:
Hydronephrosis occurred; kidney hypertrophy occured. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device lot number associated with this event is not known. International affiliate reports the following possible device lot numbers: zme489, zmp271, zjp245, zpe943, zmp666. Reviews of the batch manufacturing records for the possible lot numbers were conducted, and the batches met all finished goods release criteria.